Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The family member of a customer indicated via phone call that their blood glucose was low at 63 mg/dl and that hospitalization was necessary. Customer treated with food and glucose. Troubleshooting advised customer on the possible causes of the low blood glucose and found that the pump was functioning as designed. Customer was advised to monitor the pump.